Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-06111. It was reported the patient lost therapy due to bilateral lead fractures. As a result, the patient underwent surgical intervention wherein leads were explanted and replaced to address the issue.